Manufacturer narrative:
H10:t he actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photograph and video were reviewed and showed a leak between the y connector and the deaeration chamber. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex st100 set was leaking during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.